Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag disconnected without falling. Proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported problem was determined to be supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.